Event description:
Account reported patient underwent uneventful ilasik in both eyes. Presented at 1 day post treatment with striae in right eye, visual acuity sans corrected (vasc) 20/40, 20/20 in left eye. Scheduled for striae removal in (B)(6) 2014. Procedure completed on (B)(6) 2014. No additional information has been received.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.